Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that when retracting the bd insyte¿ autoguard¿ bc shielded IV catheter needle, blood splattered from the back end onto the patient and nurse. There was no exposure to the mucous membrane. The following information was provided by the initial reporter: "nursing was inserting a peripheral IV. Upon placing the IV into patient and pushing button to retract needle, blood splattered from back end causing blood to splash on patient and onto nursing staff." "No injuries. Blood did not splash on areas that would cause potential exposure."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when retracting the bd insyte¿ autoguard¿ bc shielded IV catheter needle, blood splattered from the back end onto the patient and nurse. There was no exposure to the mucous membrane. The following information was provided by the initial reporter: "nursing was inserting a peripheral IV. Upon placing the IV into patient and pushing button to retract needle, blood splattered from back end causing blood to splash on patient and onto nursing staff." "No injuries. Blood did not splash on areas that would cause potential exposure."